Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery of the implantable pulse generator (ipg) was depleted prematurely due to chronic high thresholds. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.